Event description:
The customer had ongoing issues with sample probe errors on the cobas 6000 c (501) module. The field service engineer replaced the sample probe on (B)(6) 2019, but on (B)(6) 2019, the customer received an erroneous result for one patient sample tested with ise indirect na for gen.2. The erroneous result was not reported outside of the laboratory. The sample initially resulted with an na value of 158 mmol/l. The sample was repeated twice, resulting with na values of 140 mmol/l and 141 mmol/l. The sample was also repeated on another instrument, resulting with an na value of 139 mmol/l. The 139 mmol/l value was believed to be correct. No adverse events were alleged to have occurred with the patient. The na electrode lot number and expiration date were asked for, but not provided. The field service engineer found crystals on top of the reaction cells. He adjusted rinse levels to specifications and ran an ise check. The check was within specifications. He ran precision studies. He then replaced the na electrode, then repeated the ise check and precision studies; all results were within specifications. The customer ran calibration and controls without errors. All control results were within the acceptable ranges. The system was found to be working within specifications. The investigation determined that the service actions resolved the issue.